Event description:
It was reported that during a breast biopsy, they received the l3-002 and l3-021 error code. They changed probes, tubing sets and canisters were changed and the error codes were still received. There was no pt consequence reported, case was completed using the st holster.

Manufacturer narrative:
H6. Blue/green cable. H3. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.